Event description:
It was reported that sterilization distilled water leaked from the foley catheter cuff during cuff test.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed ¿ manufacturing related. The product had caused the reported failure. Sample was evaluated and observed there was a pinhole on the bottom part of sac collar that allowed water to leak out. Pinhole was examined under microscope and noted to be round and smooth. A review of the manufacturing process indicates that the process can produce of this type of defect. Therefore, this failure mode confirmed manufacturing related. A potential root cause for this failure could be due to bubble during dipping process. A potential root cause for this failure mode could bubble during dipping process. Based on information in the pfmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling is adequate to prevent the reported event. The IFU is attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d, e, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterilization distilled water leaked from the foley catheter cuff during cuff test.